Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the returned device found a kink in the shaft, inside the balloon at 9mm distal to the distal edge of the proximal markerband. Further examinations of the shaft inside the balloon identified minor pinch marks stretching in 5mm increments between the proximal and distal markerbands. The shaft at the proximal edge of the distal markerband was pinched and slightly bunched. When an attempt was made to inflate the balloon, liquid flowed out through the tip of the device from the wire lumen. Using a blade the balloon was removed and the lapweld fingers were removed. A microscopic examination of the lapweld site identified a crack / weakness in the lapweld which resulted in the leak. No issues were noted with the proximal and distal markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on additional information received (B)(4) 2014. It was reported that a contrast leak occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous right iliac artery. Predilation was not performed. A 7.0mm x 40mm x 75cm express ld vascular stent was advanced to the lesion. During initial stent deployment, the stent delivery system (sds) balloon was first inflated at 8 atmospheres however, a contrast leak was noted. No pinhole was found on the sds balloon and there was no perforation on the catheter. It was further reported that the stent was partially deployed so a 7mm x 4cm sterling balloon catheter was advanced for post dilation of the stent. There was no difficulty encountered during withdrawal of the sds from the lesion after the leak was noted. The procedure was completed using a different device. No patient complications were reported and the patient¿s status is good.